Event description:
It was reported that the wheel of the connection block on the patient cable was broken. The cable was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).